Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the event was replicated when the key switch was turned off. It should be noted that the system message (sm) is an advisory that is displayed when the key switch is turned off. The company representative found nothing wrong with the system and found it to work as intended, per specifications. The system was manufactured on march 24, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to work as intended; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a pars plana vitrectomy procedure, the laser stopped firing and a system advisory displayed. An alternate system was used to complete the case. There was no patient harm.